Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#: 0223777863; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (5.6 mcg/day, 2000 mcg/ml) via implanted infusion pump. It was reported that the patient was presenting signs of withdrawal so the hcp decided to change the spinal segment and place a new catheter in the intrathecal space. 29.9 centimeters of the spinal segment was replaced. The baclofen dose was changed to see if the patient had a better outcome without any clinical improvement. They attempted to do a cap study on (B)(6) 2024 and there was no aspiration from the catheter so they decided to do a surgical exploration. The pump segment had good flow in the surgery and after changing the spinal segment that had csf flowing as well. The issue was resolved at time of report. The patient's weight was asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of no aspiration from the catheter resulting in withdrawal symptoms for the patient was not determined. The serial number for the pump was reported. The implant date for the pump was reported as (B)(6) 2018.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a rep indicated that the implant date was (B)(6) 2023.